Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A piece of the impactor is cracked. No pieces are missing. No delay for surgery. No consequence for the patient. The crack was created at the time of sterilization. Patient consequence? No. Action taken for procedure:take out this instrument and use the other for the next cases. Only one functional instrument is currently in place. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.